Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had turned and was perpendicular to the skin. Reportedly, the battery would poke out when the patient sat down. Follow up identified surgical intervention was taken, during the procedure the physician found the anchoring sutures holding the ipg to the fascia had come loose from the tissue. The physician re-anchored the existing ipg into the same pocket.